Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector latch does not secure with monitor) was confirmed. As received, the belt failed incoming testing. Upon investigation, the trunk connector shield housing was bent. The cause of the belt's inability to latch with the monitor is the bent trunk connector housing. The root cause of the damaged trunk connector was unable to be positively identified. No adverse event resulted from the damaged belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt would not securely latch with a monitor.